Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to the patient¿s condition since resistance was met due to anatomy at aorta. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient of unknown gender, was undergoing cardiac surgery and was unable to be implanted with an impella cp device for mechanical circulatory support due to the patient¿s anatomy. The case was completed using an intra-aortic balloon pump.